Event description:
It was reported that a patient involved in a clinical study underwent a breast reconstruction revision surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, during a clinical study follow-up appointment shortly after implantation, the patient had a capsular contracture assessment performed and was evaluated to have bilateral baker grade ii capsular contracture. No intervention was reported for this complication. Most recently, the patient underwent bilateral breast implant removal and replacement with 375cc (left-sided) and 330cc (right-sided) mentor memorygel xtra breast implants on (B)(6) 2024 , for an undisclosed reason. However, during the surgery, a ruptured right breast implant was discovered. There were no procedural delays or patient consequences reported. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: breast reconstruction revision manufacturer¿s reference number: (B)(4).